Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed the device being in back up vvi mode. The asymptomatic patient was brought into clinic and a device download was successfully performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that another instance of backup vvi was observed. The battery of the device was also suspected to be prematurely depleted. The device was explanted.